Event description:
The customer's father reported that the customer was taken to the ER, with a blood glucose reading of 400 mg/dl and vomiting. Troubleshooting was performed, and the insulin pump passed the self test. Found motor error and no delivery alarms in the alarm history. The customer was not very familiar with the insulin pump, therefore, no further troubleshooting was performed, advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.